Event description:
It was reported while using the bd phoenix¿ ap the user stated that the instrument was contaminated, causing discrepancies in antibiotic resistance and sensitivity results on the downstream instrument. The ap consumables have been changed and downstream results were improved. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.